Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was displayed drawer offline message on the cabinet. A technical support specialist remoted into the system and instructed onsite staff to toggle the switch at the back of the drawers, accessed ncpa.cpl to reconfigure the internet protocol address for the drawers, then rebooted the application, post-reboot, the drawer offline message cleared, and users were able to log in and use the application successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, a drawer offline message was displayed on the cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.